Event description:
It was reported that stent moved on balloon and inadequate/ insufficient stent apposition occurred. The 80% stenosed 30x3.8mm concentric de novo lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified left anterior descending artery. Following the insertion of a 0.14 non-bsc guide wire and predilation with an unspecified balloon catheter, a 4.00x32mm promus element drug eluting stent was selected for use and advanced to treat the lesion. When the stent reached the lesion, the physician attempted to release the stent but a ¿bit displacement¿ of the balloon and the stent below 10 atmospheres was noted resulting to inadequate/insufficient stent apposition and the released stent could not reach the required diameter. The physician withdrew the balloon intact and changed with another high pressure balloon for post dilation. The physician implanted a new stent overlapping to the stent that was previously implanted to complete the procedure. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the hypotube was kinked. The hypotube was kinked at 26.2cm distal to the strain relief. An examination of the distal extrusion found that the extrusion was compressed between 10.5cm and 12 cm proximal to the tip. An examination of the balloon found the balloon had been inflated. Contrast media was visible inside balloon and inflation lumen. No stent was returned for analysis. As part of the device analysis the balloon was inflated to its rated burst pressure of 18 atmospheres with no anomalies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon and inadequate/ insufficient stent apposition occurred. The 80% stenosed 30x3.8mm concentric de novo lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified left anterior descending artery. Following the insertion of a 0.14 non-bsc guide wire and predilation with an unspecified balloon catheter, a 4.00x32mm promus element drug eluting stent was selected for use and advanced to treat the lesion. When the stent reached the lesion, the physician attempted to release the stent but a "bit displacement" of the balloon and the stent below 10 atmospheres was noted resulting to inadequate/insufficient stent apposition and the released stent could not reach the required diameter. The physician withdrew the balloon intact and changed with another high pressure balloon for post dilation. The physician implanted a new stent overlapping to the stent that was previously implanted to complete the procedure. No patient complications were reported and the patient's status was stable.